Manufacturer narrative:
Follow-up #1: date of submission 6/5/15. Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2015 with the following findings: confirmed the dim pink display. Unrelated to the complaint, testing found crack in case near upper right corner of display, and a leak due to cracked pump case with evidence of moisture corrosion inside all internal pump and transceiver board. Battery compartment cracked below bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.